Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that patient presented to clinic after receiving a vibratory alert due to non-sustained lead noise. Oversensing and high capture threshold were observed. The lead remains implanted.